Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient experienced no adverse consequences and the physician elected to continue monitor the patient. Further information was requested but not yet available.